Manufacturer narrative:
(B)(4). The ec60 device was received for analysis with no visual non-conformances and with a gold cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, after positioning and closing the jaws, they wouldn't open to reposition. A second device was opened and the same problem occurred. When trying to close and open outside the patient, the instrument did work. A third device was then opened and this one worked without problems. The reloads in the first two devices are still in the instrument and are pre-fired. This was done afterwards and didn't cause the problem according to the surgeon and or nurse. There were no adverse consequences for the patient.